Event description:
Urethral coude catheter was inserted into (B)(6) 2024 and was advanced as far as possible with balloon inflated with 10 ml sterile water. After one hour, there was no urine returned. Critical response nurse was called with inability to remove or instill any sterile water into the balloon port and was unable to remove the catheter. Physician assistant-certified called to bedside and determined urology had to be notified. Urology to bedside with attempt to dissolve the balloon by attempting to instill 10 ml mineral oil, however that was unsuccessful. The balloon port of the catheter was determined to be occluded and the catheter was defective. A still wire was inserted into the side port and tension was applied to the catheter to break it and was able to be removed with no fragments unaccounted for. Urology then inserted and new coude catheter.